Event description:
It was reported that the insulin pump alarmed no delivery. Customers' blood glucose was 481 mg/dl. Customer treated with manual injection. Customer stated that the insulin pump alarmed no delivery alarm, he went off the insulin for awhile and went back and got no delivery alarm within 24 hours. Troubleshooting was not done due to customer was at work and does not want to use his last insulin. Customer mentioned that the insulin pump had cracks below the esc button and next to b button down to the reservoir window. Troubleshooting was done. Customer's blood glucose was 164 mg/dl. Advised customer the insulin pump would be replaced. Advised to discontinue using the insulin pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratches on the display window, a cracked case at the display window corner, cracked battery tube threads, a cracked reservoir tube lip, cracked reservoir tube window, crakced case at the reservoir tube window corners and a missing end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.